Event description:
A surgeon reported a lens exchange for a pt following an intraocular lens (iol) implantation procedure. The lens was replaced with a monofocal lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).